Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using penumbra system max aspiration tubing, penumbra system 5max ace reperfusion catheters, and penumbra system nonsterile pump max supplies. The physician turned on the pump and there was no suction through the penumbra system max aspiration tubing, penumbra system 5max ace reperfusion catheter, and penumbra system nonsterile pump max supplies. The procedure continued using other products. While attempting to advance another manufacturer's catheter through the penumbra system 5max ace reperfusion catheter, the physician found a break in the 5max ace. The 5max ace was removed and the procedure successfully continued using new devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra max aspiration tubing had no visible damage. Conclusion: the complaint has been evaluated. The complaint indicated that while using a 5maxace, aspiration tubing, aspiration pump, and a canister, no suction was delivered to through the system. In addition, the complaint described that a second 5max ace ruptured in the proximal shaft when used with a non-penumbra microcatheter. Evaluation of the returned aspiration tubing (pst2) revealed no visible damage. The tubing was tested and was fully functional. No device issue could be confirmed. The other devices used with the tubing were not returned for evaluation therefore, the cause of the issue could not be determined. Evaluation of the returned 5max ace confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during use. If the 5max ace is manipulated at an angle while force is being applied, damage such as this may occur. According to dimensions listed on the non-penumbra product's website, the microcatheter described in the complaint should have been compatible with the 5max ace. Penumbra devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00873, 00874, and 00875.